Event description:
The customer reported that she was sweating and has been hospitalized for low blood glucose of 59 mg/dl. Troubleshooting was performed. Ran a displacement test and the insulin pump passed the test. Reviewed the programming and found that the daily totals and bolus were not accurate. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.